Event description:
Patient presented to the hospital after experiencing pain in the thorax. Loss of capture and no sensing were observed. A decrease in impedance was also noted. An x-thorax was performed and perforation/dislodgement was supsected. Lead was repositioned. The patient had a history of myocardial infarction. There were no consequences to the patient.

Manufacturer narrative:
No medwatch form was received.